Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have bacteria infection in lungs while using device. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and the user to have bacteria infection in lungs while using device. There was serious, patient harm or injury. The patient was under medical treatment for the incident. The manufacturer's investigation is ongoing. An updated report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 21, 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the bacteria infection in lungs related to a CPAP device's sound abatement foam. Additional information was received about the allegation of cancer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 health effects - clinical codes and health effects - impact codes were updated.